Manufacturer narrative:
D10 concomitant product: e6009, e6009, e6009 bip footsw x1 (lot#: 863768). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, when stepped on the unit's bipolar foot switch, the monopolar coag responded; the screen also showed that the monopolar responded. It was noted that the bipolar footswitch was not plugged into the monopolar port. Another unit was used and worked fine.

Manufacturer narrative:
Additional information: d3 (MFR name and address), g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Functional testing found that the log for 2025/04/24 when using bipolar states "activation denied due to activation on another energy channel". It was observed that the output was coming from another port when using the bipolar foot switch, but the reported condition could not be reproduced during testing. It was reported that when stepped on the unit's bipolar foot switch, the monopolar coag responded. The screen also showed that the monopolar responded. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.